Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime alarm test due to faulty force sensor. The insulin pump passed basic occlusion and displacement test. No motor error alarms noted. The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection. Motor tested ok. No motor error alarms noted.

Event description:
It was reported that the customer had a motor error alarm on insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting were performed. The customer was advised to return the insulin pump and revert to back up plan. The customer was advised that the insulin pump will be replaced. No further information was reported.